Event description:
It was reported that the patients lead had high impedances and experienced a difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patients lead had high impedances and experienced a difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.

Manufacturer narrative:
(B)(6) (lot 33133859). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.